Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 6f fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.

Event description:
Following a temporary transvenous pacing procedure, a side port detachment occurred. Approximately 6 hours after surgery it was noted that the side port of the sheath was detached resulting in blood loss. The sheath was then exchanged.